Event description:
Patient contacted dexcom to report bruising and small dot where needle goes in.

Manufacturer narrative:
Bruise in shape of the sensor. Patch peels up she has tried tapes but has allergic reactions to 3m tapes. Our path does not give her rashes. Patient is going to a checkup next week and will mention the bruising again. Alcohol used to clean the skin. Patch peels from outside in, moisture exposure through sweat. Date of medical intervention: patient is unsure of specific date of medical intervention. She saw a physician sometime at the end of (B)(6). Physician only observed the area. Current condition of patient: no pain.